Event description:
The patient ipg was inoperable since 2021.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient¿s system was explanted on an unknown date for an unknown reason. Information indicates that the ipg was confirmed to be inoperable in 2021.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that the patient did not recharge the ipg for an extended period of time, rendering the ipg inoperable. As such, only the ipg was explanted and replaced with a competitor¿s ipg. Patient has therapy.